Event description:
Consumer placed wellpatch air-activated heat warming patch on lower abdomen to relieve cramps. She removed the patch after approx 2 hours because the patch felt very warm. Upon removal, some skin was removed and the area was blistered. Two days later, she sought medical attention at an ER and was prescribed cephalexin for infection. See scanned page.